Event description:
Ecn event description: spline inverted upon initial opening. Retract into sheath, spin, readvance, open, ensuring fully out of sheath and not touching tissue. Still inverted. Pull out of body, uninvert by hand, reinsert, redeploy safely, still inverted. Pull catheter out and see it is now unable to deploy fully to flower and the guide wire is stuck. The guide wire is being sent back in the catheter. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Retract into sheath, spin, readvance, open, ensuring fully out of sheath and not touching tissue. Still inverted. Pull out of body, uninvert by hand, reinsert, redeploy safely, still inverted. Pull catheter out and see it is now unable to deploy fully to flower and the guide wire is stuck. The guide wire is being sent back in the catheter. What is the next course of action? Open a new farawave and rosen wire. Patient present at time of event? Yes. Patient complications: no patient complications. Procedure number: pn: 2617990.

Manufacturer narrative:
No device was returned for analysis. The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: ·do not attempt to move the wire without observing the resultant tip response.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. Awaiting device return.

Event description:
Ecn event description: spline inverted upon initial opening. Retract into sheath, spin, readvance, open, ensuring fully out of sheath and not touching tissue. Still inverted. Pull out of body, uninvert by hand, reinsert, redeploy safely, still inverted. Pull catheter out and see it is now unable to deploy fully to flower and the guide wire is stuck. The guide wire is being sent back in the catheter. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: retract into sheath, spin, readvance, open, ensuring fully out of sheath and not touching tissue. Still inverted. Pull out of body, uninvert by hand, reinsert, redeploy safely, still inverted. Pull catheter out and see it is now unable to deploy fully to flower and the guide wire is stuck. The guide wire is being sent back in the catheter. What is the next course of action?: open a new farawave and rosen wire. Patient present at time of event?: yes. Patient complications: no patient complications. Procedure number: (B)(4).